Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included pap smear abnormal, menses lack of, dysplasia, endocervical curettage, biopsy cervix, cervical intraepithelial neoplasia I, menstruation abnormal, polydipsia, urinary incontinence, cough, sneezing, stress incontinence, cystocele, uterine tenderness, vaginal discharge and endometriosis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cigarette smoker. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine tenderness ("uterine tenderness"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, uterine tenderness, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, nausea, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine tenderness and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2011, (B)(6) 2010. Patient received treatment for events ¿ abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), uterine tenderness, menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed, pelvic pain. Left fallopian tube number of coils : 4. Right fallopian tube number of coils : 5. Most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet and medical record received. New reporter added. Patient demographic added. New events abnormal bleeding (vaginal), nausea, fatigue and device monitoring procedure not performed were added. Medical history, concomitant drugs and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included pap smear abnormal, menses lack of, dysplasia, endocervical curettage, biopsy cervix, cervical intraepithelial neoplasia I, menstruation abnormal, polydipsia, urinary incontinence, cough, sneezing, stress incontinence, cystocele, uterine tenderness, vaginal discharge and endometriosis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cigarette smoker. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine tenderness ("uterine tenderness"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, uterine tenderness, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, nausea, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine tenderness and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2011, (B)(6) 2010. Patient received treatment for events ¿ abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uterine tenderness, menorrhagia (heavy menstrual bleeding),gen. Abnorme. Bleed, pelvic pain. Left fallopian tube: number of coils : 4. Right fallopian tube: number of coils : 5. Lot number: 740670, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine tenderness ("uterine tenderness"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, uterine tenderness, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and uterine tenderness to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2011. Patient received treatment for events ¿ abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), uterine tenderness, menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed, pelvic pain. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received - event injury updated to more specific information: pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), uterine tenderness, menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed were added. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.